Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the during a procedure, after being applied to the tissue, they were unable to squeeze the handle and close the device. There was no patient injury.